Event description:
It was reported that the pt underwent pelvic surgery in 2004. In 2005, the pt was diagnosed with a urinary tract infection. The pt was prescribed antibiotics and the urinary tract infection resolved 4 days later. It was reported that the urinary tract infection was not related to the device or the procedure.